Manufacturer narrative:
According to the reporter, the device was discarded and is not available for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use were reviewed and considered acceptable. It is noteworthy to mention, that the viscoelastic used in this procedure is not validated for use with this system. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
According to the reporter, the device was discarded and is not available for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that during a phacoemulsification procedure while implanting an intraocular lens (iol) into the right eye, the leading haptic broke. The lens was removed intraoperatively, which required enlargement of the incision from 2.2 mm to 2.6mm and sutures. The surgery plan was not changed. A different model lens was successfully implanted and resolved the issue. The patient did not notice a decrease in their vision. In the physician's opinion, the likely cause of the event is the iol entered the eye with the front haptic broken.